Event description:
Customer called to report she did not think her pod was delivering insulin. Customer had been wearing this pod for less than 12 hours and her blood glucose levels were elevated above 300 mg/dl. Customer did not have any other information regarding the history of this pod. No further issues were identified.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.